Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and representative regarding a patient receiving intrathecal fentanyl 15 mg/ml at 4686 mcg/day; intrathecal clonidine 325 mcg/ml at 101.53 mcg/day; and intrathecal dilaudid 15 mg/ml at 4.686 mg/day via an implanted pump system. The pump was not refilled because of a scheduling error, and the pump was empty. Medication was not available at the time of the report on 2015-08-19, but they were to refill the pump on (B)(6) 2015. No symptoms were reported, but the patient had gone to the emergency room on (B)(6) 2015.